Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The guidewire was returned inside the sterling balloon catheter. Visual and microscopic observation revealed that the guidewire was bent at the distal tip section, which caused it to be impossible to be removed from the sterling. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon got stuck to the guidewire and there was a small hole on balloon shaft. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0mmx60mmx80cm (4f) sterling balloon catheter and 018 300 cm boston scientific platinum plus guidewire were selected for use. During the procedure, the physician loaded the balloon onto the guidewire, but the balloon got stuck to the wire. The balloon and guidewire were removed together and upon checking, a small hole in the balloon shaft was noted. The procedure was completed with a non-boston scientific balloon catheter. No patient complications nor injuries were reported.

Event description:
It was reported that the balloon got stuck to the guidewire and there was a small hole on balloon shaft. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0mmx60mmx80cm (4f) sterling balloon catheter and 018 300 cm boston scientific platinum plus guidewire were selected for use. During the procedure, the physician loaded the balloon onto the guidewire, but the balloon got stuck to the wire. The balloon and guidewire were removed together and upon checking, a small hole in the balloon shaft was noted. The procedure was completed with a non-boston scientific balloon catheter. No patient complications nor injuries were reported.